Event description:
It was reported that the patient presented with spinal stenosis and degeneration instability at l3-4. The patient underwent removal of prior hardware and exploration of fusion from l4 to s1 and posterolateral fusion at l3-4 using rhbmp-2/acs, iliac crest bone graft (icbg) and legacy m8 pedicle screw/rod fixation. The bmp was placed into the bone void defect. A mild dural tear/csf leak occurred at the surgical site. No further details were provided. The patient's last follow up exam was performed at 29 months post-op.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. FDA (B)(4) was first notified of these events on the 24th of july 2013."